Event description:
The patient later reported they took a really bad fall in their home in (B)(6) 2014. They hit their face on a wall, and it threw them back. They hit the pump and they ¿knew they did something¿. They went to the hospital the next day for an image of everything. The patient stated they ¿didn¿t go high enough¿, and they laid around for three weeks in pain after that. They went to their healthcare provider (hcp) and found out the catheter ¿broke loose from the pump¿. There was a gouge in the tubing, and it had coiled itself. The hcp was reluctant to replace the catheter that had broken off, so they just replaced it with a new catheter. Ever since then they¿ve had trouble with pain. The pump contained morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell on or around (B)(6) 2014. Since the fall the patient had had increasing pain especially to their back and legs. The patient also had less than 50% of therapy relief. A dye study was attempted the day of the report but the catheter could not be aspirated. The hcp planned to replace the catheter after insurance approval. Other diagnostics included x-rays. The patient status at the time of the report was indicated as alive, no injury. The specific catheter issue was not determined and the location of the issue was unknown. The patient was to undergo a catheter revision but the date for the surgery was still undetermined. Per the reporter the patient was the same, not receiving effective therapy. The pump was used to deliver morphine. Further follow-up was being conducted. If additional information is obtained a follow-up report will be sent.

Event description:
Additional information later received reported the patient had a catheter revision (B)(6) as the catheter was not in the spine and the spinal segment was replaced. The physician had positive csf flow and the catheter was primed to the tip. No reports of any under or overdose have been noted from the patient or physician since the revision.

Event description:
Additional information later reported the patient had surgery for a catheter revision on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).